Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with upper out of range pacing lead impedance measurements on the left ventricular lead. Loss of capture was also noted. The lead was capped and replaced. The device was also electively extracted and replaced due to a warranty advisory. The patient was pacemaker dependent. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) should have been reported.